Manufacturer narrative:
(B)(4). Foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the product packaging was opened and the product was discovered to have an unknown substance on the thread of the lag screw. The product was not used and another product was used to complete the procedure without any issues.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2018-00851.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.